Event description:
A malfunction was reported on a pump. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue arises again.